Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not available for investigation; therefore functional and physical testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The cause of the break cannot be definitively determined, but is it probable that the device became damaged during the clinical procedure contributing to the reported issue. An assignable cause of operational context has been assigned to this event. Subject device remaines implanted.

Event description:
It was reported that the patient underwent a coil embolization procedure for a ruptured right internal carotid artery (ica) aneurysm. During the coil placement into the aneurysm, the subject coil became stretched and broke. The physician attempted to remove the broken part of the main coil with an unspecified alligator device but was unsuccessful. The broken part of the coil remained in the aneurysm and two additional coils were successfully deployed. The procedure was successfully completed without any clinical consequence to the patient.

Manufacturer narrative:
The exact date of the adverse event is unknown.

Event description:
It was reported that the patient underwent a coil embolization procedure for a ruptured right internal carotid artery (ica) aneurysm. During the coil placement into the aneurysm, the subject coil became stretched and broke. The physician attempted to remove the broken part of the main coil with an unspecified alligator device but was unsuccessful. The broken part of the coil remained in the aneurysm and two additional coils were successfully deployed. The procedure was successfully completed without any clinical consequence to the patient.